Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges inaccurate delivery of basal insulin and standard bolus delivery due to the piston rod being blocked. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.